Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.